Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window.(B)(4)

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during a prime. Customer's blood glucose was 347 mg/dl. Troubleshooting found the customer's drive support cap sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.